Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since implant the ins charge has died quickly; the patient has needed to charge 2-3 times a day, and they have to sit for about an hour waiting for the ins to charge. It was noted that if the patient moved while recharging, then the antenna would move. Information was requested regarding how to complete charging more quickly, which was reviewed with the caller. Additionally, when charging, the patient has had to place the recharger antenna further and further down in order to get the ins charged. Also, the lead had become really tight and was visibly more taut in their back, which the patient could feel. Therefore, the patient believes the ins has migrated. Furthermore, the patient was having pain in their hip where the ins was located as well as lower back pain. It was confirmed that the ins was providing stimulation, and the patient was using high density (hd) settings, but those settings were not working for the patient. The patient preferred to have low density (ld) programming, and will be informing the manufacturer representative (rep) about that at the (B)(6) appointment to set up their device. No trauma/falls nor recent exposure to electromagnetic interference was reported. No further complications were reported or anticipated.